Event description:
Bayer case number: (B)(4). Essure coil visible underneath serosa of the uterus and fallopian tube, although not entirely perforated [device migration]. Essure coil visible underneath serosa of the uterus and fallopian tube, although not entirely perforated [fallopian tube perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil visible underneath serosa of the uterus and fallopian tube, although not entirely perforated") and fallopian tube perforation ("essure coil visible underneath serosa of the uterus and fallopian tube, although not entirely perforated") in a 39 year-old female patient who had essure inserted. The patient had a medical history of seasonal allergy, hypercholesterolemia, asthma, hypertension, anxiety, weight gain, laceration, multiparous, multi gravida, cesarean section and pregnancy ((B)(6) (B)(6) 2011). On (B)(6) 2023, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy removal of bilateral essure coils and: laparoscopic bilateral salpingectomy removal of bilateral essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.